Event description:
It was reported that there was increased threshold and increase impedance on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. There was also two patient alerts for out-of-tolerance (oot) subthreshold lead impedance on (B)(4) 2012. Weekly pace lead trend data shows an increase for min and max ventricular pace bipolar impedance equal to 494 to 1558 ohms peak between (B)(6) 2013.